Event description:
The health care provider reported that 12-24 hours post pump replacement on (B)(6) 2012, due to normal longevity, the patient experienced withdrawal symptoms. The hcp believed that not all the sterile water had been removed from the reservoir; approx. 7-8ml's of sterile water left as the nurse filling the pump in the operating room, was "not well trained." When they aspirated the drug to check the volume discrepancy post replacement, there were 4ml's more than they expected. They aspirated all of the solution out of the reservoir and filled with drug. The drug from the reservoir was sent for testing. The hcp did confirm, there was a prime bolus post op that was 0.4ml total volume. On (B)(6) 2012, the patient was placed on oral pain medications and was "doing better" as well as the daily dose was decreased. The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter, model # 8709, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown. Catheter, model #8578, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. 8637, synchromed ii, (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, programmer. Physician: unknown. (B)(4).

Event description:
Additional information received reported that the cause of the event was "probable saline left in pump in or". The reporter further explained that it was possible that all of the saline wasn't withdrawn from the pump prior to installing morphine in the operating room (or), therefore, morphine in the pump was diluted and patient experienced withdrawals. The symptoms the patient experienced were restlessness, insomnia, chills, and depression. Patient outcome was reported as recovered without sequelae. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).